Event description:
The customer reported that they had difficulty in releasing the tissue after application of the device during a laparoscopic oophorectomy procedure. There was no tissue damage or pt injury. This did not cause more than 250cc of unanticipated blood loss.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.